Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during and emergent percutaneous cardiac intervention [pci], the aspiration catheter became entangled within the patient's rca. The physician had acquired retrograde, arterial vascular access and was attempting to aspirate targeted thrombus/clot identified within the patients right coronary artery [rca]. The patient was hemodynamically unstable on and off throughout the procedure. The first aspiration pass was successful but, during the second aspirations pass the guidewire had exited the aspiration catheter and during catheter manipulations the guide wire, guide catheter and aspiration catheter became entangled. The physician removed all interventional equipment and had to open and introduce new equipment to successfully complete the procedure.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.